Event description:
It was reported that following a successful carotid stent procedure, upon performing a post angio, flow appeared to be compromised. The pt seemed to have a weak right hand and was brought back for cerebral thrombolytics. The pt's condition worsened in 2005, requiring respiratory ventilation support due to respiratory failure. The pt suffered a stroke, with massive effect and mild hemorragic transformation.